Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instruction for use (IFU) is adequate for the reported device/patient and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiration date: 03/2021).

Event description:
It was reported that sometimes post port placement via right subclavian vein by using x-ray, it was identified that the catheter was allegedly detached. It was further reported that the catheter was removed; however the port remained in patient body. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged catheter embolism as no objective evidence has been provided to confirm any alleged deficiency with the catheter. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include improper catheter securement procedure, damaged cathlock, and backwards cathlock; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Label review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that sometimes post port placement via right subclavian vein by using x-ray, it was identified that the catheter was allegedly detached. It was further reported that the catheter was removed; however the port remained in patient body.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one plastic powerport isp m.r.I. Implantable port with 8 fr s/l power groshong catheter was returned for evaluation. Functional, gross visual, microscopic visual and tactile evaluations were performed. The investigation is confirmed for catheter separation, as the returned device had an interim catheter fragment on the port stem with the rest of the catheter missing. Specifically, the investigation is confirmed for complete catheter break due to flexural fatigue, as a part of the break surface appeared rough and granular and another part of the break surface appeared to be smooth. These observations are consistent with flexural fatigue which occurs due to cyclic kinking of the catheter tube. The break appears to have occurred just distal to the distal end of the port stem, as the catheter fragment completely covers the port stem. Mushrooming in the catheter fragment against the port body at the proximal end of the catheter fragment was observed. Furthermore, scratching and scoring marks were observed on the cath-lock surface and the cath-lock was not seated against the port body. The definitive root cause could not be determined based upon available information. Physiological, placement, usage and mechanical factors may have contributed to the observed catheter break. It is likely that the mushrooming of the catheter at the port stem prevented the cath-lock from being positioned properly on the catheter and port stem which may have contributed to the observed catheter break. The scratches on the cath-lock surface are consistent with characteristics of tool damage. Manipulating the cath-lock with instruments may have also contributed to the observed catheter break. Label review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that sometimes post port placement via right subclavian vein by using x-ray, it was identified that the catheter was allegedly detached. It was further reported that the catheter was removed; however the port remained in patient body.